Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on march 13, 2024.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2024 in order to replace the magnet cassette due to internal magnet loose. The implanted device remains.